Event description:
Patient was seen in clinic and assessed to have horner's syndrome by their surgeon. The patient is experiencing pupil on left side is smaller that the right side, her eyelid on the left side droops-states can stay up and slowly droops(almost like one eye is covered), she does not perspire on left side of face, numbness from left side of face and neck below eardrum, stating there is improvement every day. No other relevant information has been received to date.